Event description:
It was observed that during the device evaluation, the subject device exhibited a broken insertion tube rotation ring and a damaged fiber bonding at the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the reported malfunction was traced to a component failure: a broken insertion-tube rotation ring and damaged fiber bonding in the outer-tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.